Event description:
Philips received a complaint by the customer on the v60 indicating that the screen suddenly went blank during clinical use. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the screen suddenly went blank while in clinical use. The remote service engineer (rse) performed troubleshooting with the customer, and the customer requested to send the device to bench repair. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 17apr2025, the blank screen was not reproduced at the bench. The touchscreen was replaced due to the physical damage, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The removed touchscreen was returned to the product investigation lab (pil). The pil technician performed a visual observation on the touchscreen and confirmed that the touchscreen was damaged in the lower middle quadrant. A touchscreen with cracked or shattered glass cannot be tested due to the glass having a resistive coating, which if broken, makes the touchscreen nonfunctional and presents itself as a safety risk. Due to the physical damage noted on the touchscreen making it nonfunctional and proposing itself as a safety risk, no further testing is required.

Manufacturer narrative:
Per good faith effort (gfe) response received 17apr2025, the service engineer tested the device for several days in an attempt to duplicate the reported issue, but the issue could not be replicated. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.